Event description:
Healthcare professional reported injecting a patient in the infraorbital hollows with .55 cc of juvéderm® volbella¿ xc. The patient experienced non-device related ¿covid-19 infection¿ the next year. Two months later, the patient received botox®. The following month, the patient was injected in the lips and oral commissure with 1 cc of juvéderm® volbella¿ xc. The patient was concomitantly injected in the midface with restylane® contour and restylane® defyne. Three months later, the patient was treated with morpheus8 microneedling. A month later, the patient developed ¿tooth abscess¿ after a teeth cleaning earlier that month and ¿immediately started swelling¿ under the eyes. Two weeks later, the patient noticed ¿swelling and nodularity¿ in the lips and tear troughs, with reported ¿inflammatory nodules¿ in the lips and ¿inflammation¿ surround the tissue of the eyes and lips. The patient was treated at urgent care with a medrol dosepak. Bloodwork was performed that came back normal but did show ¿mycoplasma positive igg igm for pneumonia past infection.¿ a dentist suggested that it was a ¿late onset filler complication.¿ the injecting healthcare professional treated the patient with prednisone 20 mg/2x/day and ciprofloxacin 700 mg bid. The steroids were reported to be helping, but the patient continues to ¿flare up.¿ two weeks later, treatment was switched to amoxicillin and steroids were continued. The patient was treated with hylenex into the right lower lip nodule. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00568 (allergan complaint #(B)(4)). This MDR is being submitted for the second injection of suspect product, juvéderm® volbella¿ xc.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Health effect - impact code: f22. Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to h.6. [Invest. Conclusions code]: the event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of abscess is considered an unexpected adverse drug experiences.